Event description:
It was reported that the patient's ambicor penile prosthesis had a cylinder dysfunction. The device was replaced with a new 18cmx14mm ambicor penile prosthesis. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.